Event description:
It was reported that the router did not cut as required during a spinal procedure. It was also reported that a four level fusion was performed instead of a planned three level fusion.

Manufacturer narrative:
The router subject to this complaint was not returned for evaluation. Details of lot no. Were not provided. It was not possible to determine the definitive root cause for the alleged issue.